Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in emergency room for a non-device related reason. Upon interrogation of the pulse generator multiple ventricular noise reversion episodes were observed. The physician elected to take no action at this time. The patient would continue to be monitored. No patient symptoms were reported. No further information was available.